Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two of four. The home patient (hp) stated her supply bag was empty. The hp stated the solution bag appeared to be connected properly. The technical service representative (tsr) advised the hp to end therapy and remove the cassette. The tsr advised the hp to drain and start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.